Manufacturer narrative:
(B)(4). Date sent: 06/20/2025 b3: only event year known: 2025 d4: batch #unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a kidney procedure, it was observed that the device partially fired and stopped on the second reload. It was further reported that the surgeon had difficulty opening the jaw that it was forcefully opened using both hands to squeeze the trigger and the jaw was bent. There were no patient consequences reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 07/24/2025. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? 2nd firing for the device. The device stopped working midway through the firing sequence. Dr. Angelis was able to reverse the blade but had to manually pry the jaws apart. The anvil was bent in the middle where the firing sequence was halted. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes except for the very distal end of the staple line. Staples were partially closed. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No stopped proximal to the staple line. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? Yes. The jaws were stuck at the point where the anvil had bent. Dr. Angelis had to pull the jaws apart with his hands. If yes, how was the device removed from the patient? Dr. Angelis was able to manually pull the jaws apart. If yes, did the jaws eventually open? Yes. Correction: h6: medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 07/10/2025. D4: batch #420d73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 420d73, and no non-conformances were identified.